Event description:
Reported via clinical study. It was reported that chest pain occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Five (5) days post index procedure, the patient presented with chest pain. Diagnostics were performed. Serial troponins negative. Electrocardiogram revealed the patient was in atrial fibrillation with a heart rate in the 110s-130s. The patient was admitted to the hospital for continued diagnostics. No further details were provided. It was further reported the patient was diagnosed with atrial fibrillation with rvr and was converted to sinus rhythm with intravenous diltiazem, and rate control with intravenous amiodarone. The patine was discharged home in stable condition in rate controlled sinus rhythm on oral amiodarone.

Manufacturer narrative:
B5: information added. H6 patient code added: atrial fibrillation. H6 impact code added: medication required.

Event description:
Reported via clinical study. It was reported that chest pain occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. Five (5) days post index procedure, the patient presented with chest pain. Diagnostics were performed. Serial troponins negative. Electrocardiogram revealed the patient was in atrial fibrillation with a heart rate in the 110s-130s. The patient was admitted to the hospital for continued diagnostics. No further details were provided.